Event description:
It was reported that upon interrogation of the pulse generator, battery measurements could not be obtained. All other measurements were good. The device was explanted and replaced on (B)(6) 2014. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis confirmed normal battery depletion.